Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the coronary diagnosis procedure and the procedure got aborted and it was completed by moving the patient to another system. Philips field service engineer (fse) inspected the system onsite and confirmed that the geometry movements were unavailable. A review of the system logfiles found issue with c-arc rotation movement. Upon troubleshooting actions, fse replaced the motor controller, the motor cable and recalibrated. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that when performing geometry movements, the device gave an error indicating geometry movements were unavailable. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.